Event description:
User experienced a low calcium result for one patient sample. Initial result gave 2.4 mg/dl; repeat gave 8.4 mg/dl. Discrepant result was not reported. The field service rep was unable to determine a root cause. Performance tests were performed.